Event description:
The patient was readmitted approximately five (5) months after the index procedure with unstable angina due to in-stent restenosis. An angiogram revealed a 90% in-stent restenosis of the previously treated lesion. The event was reported to be related to the device/procedure. The patient underwent coronary artery bypass grafting (CABG) to treat the reported problem. The patient was discharged nine days after surgery. The event was reported to be resolved but residual effects persist.